Manufacturer narrative:
This supplemental is being submitted for additional information concerning the cause of death. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced seizures following the implant surgery and head computerized tomography (CT) revealed a small subdural bleed and electroencephalogram (eeg) showed status epilepticus. Repeat cts showed stable bleed and subdural hematoma, along with a loss of grey matter and multifocal areas of hypodensity in brain. Patient did not awaken following surgery and family elected to withdraw care. The patient subsequently expired.

Manufacturer narrative:
This supplemental is being submitted for completion of investigation. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Additional information received indicated that the patient experienced seizures following the implant surgery and head computerized tomography (CT) revealed a small subdural bleed and electroencephalogram (eeg) showed status epilepticus. Repeat cts showed stable bleed and subdural hematoma, along with a loss of grey matter and multifocal areas of hypodensity in brain. Additional informational also revealed the cause of death was attributed to an ischemic infarction. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, death is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of tricuspid valve annuloplasty with residual modest aortic valve insufficiency and low normal right valve systolic function. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. Possible factors that may have led to the event include but are not limited to an ischemic infarction and/or status epilepticus. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information has been requested regarding the cause of death, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died eight days post implant. The cause of death has not been provided.

Manufacturer narrative:
This supplemental is being submitted for a correction of the event date and initial reporter. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.